Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving the incorrect language settings. On september 25, 2009, this medical surveillance specialist was able to obtain clarification when the patient contacted lfs. The patient tests his blood glucose readings 6 times per day and manages his diabetes with novolin 70/30, n and r insulin. The patient takes the n and r insulin based on a sliding scale per the lfs meter readings. The date of contact at 6am, the patient indicated that he noticed that the subject meter was reading in spanish. However, the patient indicated he was still able to obtain his blood glucose reading of "125 mg/dl" on the subject meter. Per the lfs meter reading, the patient took his insulin per the sliding scale and took some food/drink. At around 9am, the patient reportedly developed symptoms of "dizzy, sweatiness, and blurred vision." The patient tested on the subject meter at "181 and 196 mg/dl," which he felt was inaccurately high. The paramedics were called at 9:30am. Upon arrival, the patient was tested at "41 mg/dl" on the paramedic's meter. The patient was treated with oral glucose and transported to the hospital. The patient was admitted into the hospital where he stayed for one week. The patient was diagnosed with hypoglycemia and was treated with IV (unspecified type of IV). The patient felt that he took too much insulin based on the alleged inaccurate readings he obtained on the subject meter on the day of concern. The patient's insulin regimen was altered after the reported incident occurred. The patient currently takes more insulin in the morning and less insulin in the evening. The incorrect language issue was resolved with training. This complaint is being reported because the patient claimed he had hypoglycemia and received medical intervention after he took insulin based on an alleged inaccurate lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.